Event description:
An incorrect vial order deficiency was identified for tdx/tdxflx methotrexate ii reagent list 07a121c60, lot 45050q100. The reagent bottles placed on the reagent pack were in the order s-w-t-p instead of the correct position w-s-t-p.

Manufacturer narrative:
A digital photo of the returned kit was received from abbott. It was evaluated and found that it showed an incorrect bottle order; s-w-t-p instead of w-s-t-p per the tdxflx system operations manual. File samples of lot 45050q100 were also inspected and no discrepancy was seen in the bottles arrangement. The bottles were found correctly arranged: w-s-t-p. The internal manufacturing / production records were reviewed and a complaint tracking was performed. Although no issues were identified, the mfg history was evaluated in order to detect any event that could have caused the deficiency. It was observed that the kit packing process of the tdx/tdxflx reagents is a human dependent manual operation. Investigation of the tdx/tdxflx methotrexate ii reagent lot 45050q100 manufacturing history suggests that, at certain point during the kit packing process, the mfg operator failed to place the vials in the correct position. Testing were performed using sample kits where the s and w vials were switched from the positions w-s-t-p to s-w-t-p to resemble the defect found by the customer. Testing schemes included calibration runs and runs performed using a stored valid curve with a reagent kit having the incorrect vial order with all levels of controls (l, m, h, x, y and z). Results obtained showed similar mp values regardless of the control concentration. All the instruments used showed the same invalid results. Nevertheless, if testing is performed with a stored valid calibration curve, and no controls are run, patient results obtained could be falsely elevated or decreased. An investigation is being conducted to determine the cause of issue and address further corrective actions. This is an initial report. A final report will be issued at the conclusion of the investigation.